Manufacturer narrative:
A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported ten false negative flu+sars and strep results for 10 symptomatic patients. The customer communicated the strep result was confirmed by positive by culture confirmation another rapid antigen assay. No confirmatory testing was performed for the flu+sars result. This is report 4 of 10.